Event description:
According to the distributor report, dermabond(r) adhesive was used to close a laceration between the eyebrow and eye. The family member reports that the pt was lying flat on their back. Pt did not move around; family members were restraining pt in case pt did. No precaustions were taken to protect the eye. Petroleum jelly or gauze was not placed around the eye. During the procedure, the adhesive ran and glued the right eye shut. The pt was given demerol to calm down pt in order to open the eye. The physician was unsuccessful. Pt visited an opthamologist 2 days after the event. No treatment was performed. The opthamologist anticipated that the adhesive would peel off in 7 to 10 days.